Event description:
Pt arrived as outpatient to have broken wire on port removed. Pt stated nurse was unable to flush catheter last week. Chest x-ray confirmed broken wire. 6cm fragment in right atrium with tip apparently through tricuspid valve. Pt had atrial/ventricular arryhthmias during retrieval of catheter. Once catheter was retrieved, arryhthmias subsided. Pt tolerated procedure well.